Event description:
During ambulatory care visit, the pt had an x-ray to check placement of bilateral catheters. The x-ray revealed a separation of approx 7 cm of the distal tip of the catheter in the subclavian. The pt was sent to radiology dept where a basket retrieval catheter was placed and tip removed. The attending dr feels that it may be less likely a product defect and more likely the pt's anatomy that caused separation.